Event description:
It was reported that the core impaction drill heated up during a procedure. The case was completed successfully without any clinically significant delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Event description:
It was reported that the core impaction drill heated up during a procedure. The case was completed successfully without any clinically significant delay. There was no medical treatment or intervention required as a result of this event and no adverse consequences.

Manufacturer narrative:
The handpiece was repaired and put back into stryker loaner stock.